Event description:
The nurse reported two cases of tass. The facility has indicated no alcon products and is searching for possible causes of the events. Additional information received from the surgeon stated the event occurred during the reuse of a single-use device. The surgeon stated the patient outcome was excellent.

Manufacturer narrative:
The customer did not request a service to check the system nor did they send in samples for evaluation. No further information has been received. The root cause of the patient event cannot be determined in this investigation. Corrective action: a copy of the directions for use of the phaco handpiece and a copy of the "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn were sent to the customer. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the ascrs and under the leadership of dr. Met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated september 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the information provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. Therefore, these conclusions allow for this file to be closed.